Event description:
It was reported that the patient experienced a strong seizure four days prior to a clinical visit which prompted the visit to confirm the vns was working. The patient's device was checked and the vns battery was found to be at 11-25% at the visit. The patient has been referred for surgery. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
The patient's generator was replaced reported to be for prophylactic reasons. The explanting hospital discards explanted devices per the facility's policies, and product return is not expected. No additional or relevant information has been received to date.